Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative noted cracks in the lenses of both the auxiliary and table top illuminators. The aux illuminator was replaced and the table top illuminator was ordered. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 20, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a known issue of cracked mirrors in the illuminator modules. An internal investigation was opened to address the issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported very low illumination during a surgical procedure. Additional information has been requested.